Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the adaptor to be in fair condition. Portions of the etching have begun to fade. The threaded tip of the adaptor has fractured and was not returned with the remainder of the device. Only a small portion of the final thread remains attached to the shaft. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on the evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem extractor adaptor tip broke off during use and remained in the stem. The stem and tip were removed from the patient. No further information has been provided.